Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer blood glucose level was 52 mg/dl. The customer was treated with food and orange juice for low blood glucose. Customer reported that the insulin pump was on auto mode at the time of incident. The customer declined to proceed with the troubleshooting. The device will be not returned for analysis.